Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertriglyceridemia, menses irregular, pancreatitis and hypercholesterolemia. Concomitant products included alprazolam (xanax), ethinylestradiol;norgestimate (ortho tri-cyclen), fenofibrate, meclozine hydrochloride (meclizine hcl) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and incontinence ("bladder or urinary problems or changes incontinence") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety") and dizziness ("neurological conditions or problems type: dizziness"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"), vomiting ("other injury(ies) or complication please describe: vomiting") and dehydration ("dehydration"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove the essure implant , hysterectomy (full), alpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, mood swings, nausea, dizziness, dysmenorrhoea, fatigue, abdominal distension, vomiting, dehydration and incontinence outcome was unknown, the vaginal haemorrhage, menorrhagia and weight increased had resolved and the anxiety and alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, dehydration, dizziness, dysmenorrhoea, fatigue, incontinence, menorrhagia, mood swings, nausea, pelvic pain, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. There were 5 trailing coils visualized in the cavity after placement. The second device was then placed in the right ostia. There were 2 trailing coils visualized in the cavity after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, anxiety. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Lot number added. Lab data added. Concomitant medication and condition added. Events : hormonal changes describe: mood swings, abnormal bleeding (vaginal),menorrhagia, psychological or psychiatric problems condition: anxiety, nausea, neurological conditions or problems type: dizziness, dysmenorrhea (cramping),fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: bloating, other injury(ies) or complication please describe: vomiting ,dehydration, hair loss, bladder or urinary problems or changes incontinence. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no: 626109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertriglyceridemia, menses irregular, pancreatitis and hypercholesterolemia. Concomitant products included alprazolam (xanax), ethinylestradiol;norgestimate (ortho tri-cyclen), fenofibrate, meclozine hydrochloride (meclizine hcl) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and urinary incontinence ("bladder or urinary problems or changes incontinence") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)", menorrhagia ("menorrhagia"), anxiety ("psychological or psychiatric problems condition: anxiety") and dizziness ("neurological conditions or problems type: dizziness"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hairloss"). On (B)(6) 2016, the patient experienced nausea ("nausea"), vomiting ("other injury(ies) or complication please describe: vomiting") and dehydration ("dehydration"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove the essure implant , hysterectomy (full), alpingectomy (bilateral removal of fallopian). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, mood swings, nausea, dizziness, dysmenorrhoea, fatigue, abdominal distension, vomiting, dehydration and urinary incontinence outcome was unknown, the vaginal haemorrhage, menorrhagia and weight increased had resolved and the anxiety and alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, dehydration, dizziness, dysmenorrhoea, fatigue, menorrhagia, mood swings, nausea, pelvic pain, urinary incontinence, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. There were 5 trailing coils visualized in the cavity after placement. The second device was then placed in the right ostia. There were 2 trailing coils visualized in the cavity after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. Hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(4) 2017. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.